Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results. Results as follows: meter-inr: 2.7, lab-inr: 1.3. Tested about 20 minutes apart. Only happened on 1 pt. No adverse event occurred. Lab mgr would not accept troubleshoot advice. Wants meter replaced. Believes it's the meter. Will not take advice to do correlation study.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 2.7, ref: 1.3, mean: 2.00, confidence limits: 1.3-2.7. (Pt has cancer and possible heparin intake). Summary: end-user claims discrepant results. Customer results analyzed in-house. Accuracy met criteria. Indicates pt history cancer, may have been on heparin. Insufficient info to r-o heparin interference. Possible root cause heparin. Product deficiency not established. No further investigation required. Replacement meter per customer service procedure. No corrective action is required as no product deficiency was established. Returned to biosite (B)(4)2009.